Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink was in the telescope assembly from the femoral marker to the proximal end. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. No ic windup were found within the telescope section and the sheath section of the device. There was also a leak observed in the lap joint. No other visual damages were encountered upon visual inspection. Impedance testing showed an electrical open at the proximal wave form. Microscopic inspection of the distal housing of the transducer revealed it was complete with no shattered pieces before the flushing process. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable.

Event description:
Reportable based on device analysis completed on 26apr2021. It was reported that shaft leak and visualization issues occurred. The 75% stenosed, 24 x 3.50mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross imaging catheter was selected for use. During preparation, as the device was being flushed, the middle of the sheath was leaking and the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed the leak was located in the lapjoint section.